Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare representative that they have received four complaints from different hospitals for damaged heater wire pins on several rt225 infant bias flow breathing circuits. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuits were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our analysis is accordingly based on the event description and our knowledge of the product from previous investigations of similar complaints. Photographs of the complaint devices were requested, however these were not provided. Results: previous investigations of similar complaints indicate that damaged heater wire pins primarily refer to bent or split pins. This prevents the connection between the inspiratory limb of the rt225 breathing circuit and the heater wire adaptor. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during transit or by the end user. (B)(4).